Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, sleep apnea data were not available in aida memory.

Manufacturer narrative:
Preliminary analysis confirmed the reported event.

Event description:
Reportedly, sleep apnea data were not available in aida memory.

Event description:
Reportedly, sleep apnea data were not available in aida memory.